Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a broken connector lock, the output connector assembly was broken. It was additionally noted that the lower case was scratched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a connector lock broken out, preventing the cable from staying connected. The generator was returned for service. There was no patient involvement.